Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. This report will be amended when the investigation is complete.

Event description:
It was reported that 8mm bone harvest tube could not be inserted into the 8mm bone dowel collet during a procedure. Surgery was completed with 9mm instruments.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Product was visually examined. There is a deformation on one end of the tube. This likely occurred during attempts to assemble the protection sleeve on the end. Dimensional review was completed to determine conformity of the tube and sleeve. The device diameter was measured, and actual measured dimension was out of tolerance. Therefore, it was determined that the tube was nonconforming to print specification. The protection sleve dimension was measured and determined to be conforming to print specification. Device history record (DHR) was reviewed and no discrepancies were found. Root cause determined to be operator error (incorrect material issued). A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.